Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported that they "...that reagent bottle was mistakenly used as eye drops and wants to know what the ingredient are in the reagent bottle." The user was informed that the reagent solution contains sodium azide. The user was informed that if the solution contacts the skin or eye, flush with copious amounts of water. Additional information was requested however the user did not provide information on whether they experienced any reaction, irritation, etc. As a result of getting reagent in their eye.

Event description:
The user reported that they "...that reagent bottle was mistakenly used as eye drops and wants to know what the ingredient are in the reagent bottle." The user was informed that the reagent solution contains sodium azide. The user was informed that if the solution contacts the skin or eye, flush with copious amounts of water. Additional information was requested however the user did not provide information on whether they experienced any reaction, irritation, etc. As a result of getting reagent in their eye.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Technical services provided the customer with the relevant safety data sheet (sds). Precautions: the reagent solution contains a harmful chemical sodium azide. The product will continue to be monitored and tracked.